Manufacturer narrative:
Ge rep evaluated sys and replaced sys controller board power supply. Rep performed operational tests, sys operates as intended.

Event description:
It was reported that the audible x-ray alarm (beep) occurs spontaneously without displaying any image or illuminating the x-ray visible alarm (light). No pt injury reported.